Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown person via a device manufacturer representative regarding an issue with a patient receiving dilaudid (2 mg/ml at 0.0999 mg) via an implantable infusion pump. It was reported that the patient was lethargic and confused. A potential pump overdose was noted. The pump was interrogated and sent to minimum rate mode. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event. On (B)(6) 2019 (rep): no additional information was contained in this document.